Event description:
Patient's family member called to caregiver to come into the room and caregiver found her putting the alleged fire out. Technician arrived and found there was no fire, smoke was from the power cord and circuit breaker overheating causing a small amount of smoke.